Manufacturer narrative:
(B)(4).

Event description:
The customer called to report the qc was recovering low out of range. In addition, the lyse cap was broken and the beckman coulter act diff stainer reagent # 2 (coulter lytic reagent) spilled. No death or injury is attributed to this event and there was no change to patient treatment. No patient samples were affected. The customer was wearing gloves, mask, and uniform at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is risk management plan in place at the facility. The customer did not review the msds; however, they are readily available. The customer used tape to temporarily hold the broken cap and discarded the lyse reagent bottle, replacing it with a new bottle of lyse reagent. The customer did not need to clean the spill because it was contained on top of lyse reagent bottle. The customer specifically indicated they did not want customer technical support to send replacement parts/reagents. The field service representative (fse) addressed the qc issue and the ac t diff is operating within published performance specifications. The root cause is unknown; however, the customer suspects the instrument had been moved. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.